Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: if the suture was removed: it was what was the appearance of the suture during the removal? It looked similar to when it was implanted, so they thought it had not resorbed. If re-suture/re-closure was performed: no. Was reoperation necessary to remove the suture and re-close the wound? No. Was the suture trimmed in physician¿s office? No. Was the suture removed in a routine post-op procedure? Not a routine, but an extra one, due to it was such a long time after. But the suture was removed at the ¿mottagningen¿ just as the routine for skin stitch removal is done. Was the suture removed in a reoperation procedure? No. Provide the source or name, email and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). Can you identify the lot number of the product used? No, they only know which suture they use, not the lot. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Patient was ooked for avisit to look at the wound. The remaining suture product that was in the wound was removed. If medication was required, please clarify if it was prescription strength. Don't know. What is the most current patient status? Patient is fine after suture removed. What is the procedure date (dd/mm/yyyy)? On (B)(6) 2024. In what date did the "three small nodules" occur on (dd/mm/yyyy)? On (B)(6) 2025. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Hcp that is responsible for the adverse events/reactions at (B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a skin lesion procedure on (B)(6) 2024 and suture was used. Post-op, the 69-year-old man who underwent surgery for a minor skin lesion on his cheek, right near his nose on (B)(6). The wound was closed with vicryl 4-0 and prolene in the skin. Stitches in the skin were removed without any problems. 60 days after the surgery, on (B)(6), he contacted the ent department when three small nodules appeared in the surgical scar, which then burst open and oozed a little. It was assessed as probable suture granuloma. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? See event description. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study? Unknown. Additional information was requested.